Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter placement procedure using hemosplit catheter. On (B)(6) 2025, the customer was allegedly changing the clamping location of the catheters to prevent them from bending and breaking. Reportedly, the catheter showed memory and folds in the silicone where the clamping is performed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned, one photo was provided for review. The photo shows an invoice label that contains product details (material#: 5733730 and lot#: rejq0993). Therefore, the investigation is inconclusive for the reported catheter deformation as the photo evidence provided is not sufficient to confirm the reported event. A definitive root cause for the reported events could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter placement procedure using hemosplit catheter. On (B)(6) 2025, the customer was allegedly changing the clamping location of the catheters to prevent them from bending and breaking. Reportedly, the catheter showed memory and folds in the silicone where the clamping is performed. There was no reported patient injury.